Manufacturer narrative:
The insulin pump received with intermittent button response due to unlocked connector. Unit also received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer called in to report that she had high blood glucose of over 300 mg/dl due to keypad anomaly. Advised that the insulin pump will need to be replaced, to discontinue use of it, revert to a back-up plan her doctor instructions and the insulin pump needs to be replaced.